Event description:
It was reported during a tfn procedure, the head of the coupling screw broke off during malleting. All pieces of the coupling screw were retrieved. After the nail and helical blade were fully implanted, the surgeon had to mallet three other instruments to complete the procedure after the implants were in place. The insertion sleeve, buttress nut and insertion handle were all damaged from malleting. The surgery was delayed 15 minutes. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis.lot number obtained.determined from lot number obtained. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Product development event evaluation was successfully completed a review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. After the nail and helical blade were fully implanted, the surgeon had to mallet 3 other instruments (357.369, 357.371, and 357.372) to remove them and complete the procedure. The insertion sleeve, buttress nut and insertion handle were all damaged from malleting. Only the coupling screw was actually broken and the buttress nut was seized onto the threads of the insertion sleeve from malleting impact deformation of the threads. The received condition of these components reveals significant misuse and are determined to be suitable for their intended use from their respective "as received" evaluations and a design perspective as well. The returned helical blade coupling screw was manufactured in 03/19/2008 and over 5 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The as received condition evaluation was performed for the other returned devices and the date of manufacture provided as well. The designs were reviewed and determined to be acceptable for their intended uses and therefore the complaint is invalid with respect to design. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.